Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient was not getting adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.